Manufacturer narrative:
Due to additional information received, this supplemental is being submitted for the updated field describe event or problem (b5), outcomes attrib to adv event (b2) in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Patient identifier could not be added on the a1 due to space limit: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) report source (g2), in section g - all manufactures, and date of event (b3), in section b - adverse event or product problem.

Event description:
It was reported that a patient experienced a pleural effusion. It was reported that a farawave ablation catheter was selected for use. The patient experienced a pleural effusion and had to be hospitalized. No further information reported. The device is not expected to be returned for analysis. It was further reported that the issue was resolved diuresed with IV lasix and the procedure was completed. Device is not available for return, as site learned of ae several days after the patient was discharged from initial procedure. Versacross access solution was used. No mention of resistance felt while maneuvering the catheter in the doctor procedure dictation. The effusion was discovered on (B)(6) 2025, when patient was seen in ep after a mechanical fall. Procedure was (B)(6) 2025 and effusion discovered (B)(6) 2025. Effusion was discovered days after the procedure. Cta of chest see redacted reported attached.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Patient identifier could not be added on the a1 due to space limit: (B)(6). Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a pleural effusion. It was reported that a farawave ablation catheter was selected for use. The patient experienced a pleural effusion and had to be hospitalized. No further information reported. The device is not expected to be returned for analysis.